Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported "prosthesis is ruptured" confirmed via medical imaging. This record is for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "prosthesis is ruptured" confirmed via medical imaging. This record is for an unknown side. Device remains implanted. It is unknown if the device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "prosthesis is ruptured" confirmed via medical imaging. This record is for the left side. Device remains implanted.